Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump would not turn on. They also stated that the pump "froze" and remained frozen after they turned it off and back on. They stated that this resulted in an approximately 4 hour delay of therapy. They stated that they had supplies to provide the feeding via gravity, but later also stated that they were not able to provide a gravity feeding. Mmdg did follow up with the initial reporter who stated that the patient hadn't experienced any harm due to the complaint, but that they were at the hospital for other medical reasons and that they had resumed the patients feedings there. Complaint-(B)(4).